Manufacturer narrative:
Follow-up #1 (1/18/2012)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was displaying an error 2 message. This error message could be caused either by a used test strip or a problem with the meter. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient claimed the alleged issue began one week prior to contacting lfs for assistance. The patient reportedly manages her diabetes with metformin 500mg pills 2 times per day and denied taking any action regarding her diabetes management routine as a result of the alleged issue. The patient informed the mss that her home health nurse was visiting the patient on (B)(6) 2011 and she tested the patient using her meter (unknown type) and per the patient, her blood glucose was reportedly high, but she could not recall the result. The patient claimed she was experiencing symptoms of "light headedness and lethargy" while the nurse was visiting her. The nurse reportedly contacted the patient's doctor at approximately 2pm on (B)(6) 2011 who advised her to take an additional metformin pill after lunch and to continue with this regimen until her replacement meter arrived. At the time of troubleshooting, the cca noted that the patient was not using the product for the first time. The error 2 message appeared upon pressing the power button. The issue remained unresolved and a replacement meter was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly required medical intervention by a health care professional after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.